Manufacturer narrative:
Results: evaluation of the returned unit found the unit powers up, but the alarm does not sound when weight is off the sensor pad. The fail safe does not work and the different tones cannot be changed or heard. The low battery indicator did not sound when it should. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer did not provide a date when issue was discovered, but reported issue was found during set-up. No pt incident or injury was reported.